Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of jufn2751 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by healthcare professional "yesterday we had a midline extension set snap in half. It purple coloured piece was still screwed to the midline and the clear tubing part had come away from that. It was all still contained under the original dressing from the line insertion so couldn¿t have been messed with by staff or patient."